Event description:
Omi's customer cardinal health emailed their event form to report their customer, (B)(6)hospital had a lancet not retract after using on a fingersitck and as a result the rn performing the procedure was stuck with the used needle.

Manufacturer narrative:
The rn contact details were not given to owen mumford. We have had to rely on cardinal health to obtain more information and none has been provided. Om inc followed up three times trying to obtain a medical questionnaire and one was not returned.